Event description:
On (B)(6) 2012, the pt underwent visceral debranching, where a dacron graft was sewn to the abdominal aorta with conduits to the native vessels. On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat a 2.5 cm dissection of the thoracic aorta. During the procedure, fluoroscopic imaging revealed the tag graft was inadvertently deployed inside the false lumen. The physician opened the pt's abdomen via his incision from the previous week to remove the tag graft. The tag graft was explanted and discarded, and the abdominal incision site was closed. Endovascular wire access was maintained, and the physician was able to place a new conformable tag graft in the pt's thoracic aorta. The dissection was resolved, and the procedure concluded without any further complications. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to improper device placement and surgical conversion.